Event description:
It was reported that the neurostimulator was implanted after its use by date.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # v171221, implanted: (B)(6) 2012, product type lead. (B)(4).